Event description:
It was reported that a cartridge change error occurred. Additionally, a altitude alarm occurred. The customers blood glucose level was 287 mg/dl. During troubleshooting, it was observed that there was debris on the pneumatic tap area. The customer used an alcohol wipe or lint-free cloth to clean the pneumatic tap area on the pump and successfully reloaded the existing cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.